Event description:
Prior to open heart surgery, pt had a percutaneous sheath introducer kit installed. After surgical procedure, complete product was noticed to have split at the proximal portion allowing blood to infiltrate. Surgery was delayed while new product inserted.